Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddmb1d4 defibrillator, 6935m55 lead, implanted on (B)(6) 2016; 457453 lead, implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the ventricular assist device (vad) implant procedure, the controller was unable to be connected to the driveline. The controller was exchanged and the replacement was successfully connected to the driveline. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one (1) controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. The controller was able to make a stable connection with a driveline during testing and no abnormalities were observed. As a result, the reported event could not be confirmed. Based on the investigation conducted, a possible root cause of the reported event can be attributed to improper handling/technique. If information is provided in the future, a supplemental report will be issued.